Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases, partial delamination of plug strap disk shell and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one opening striated and partial delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage. Partial delamination of plug strap disk shell due to adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side capsulectomy due to "bottoming out" and deflation. The device has been explanted.